Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, a visual gap was noted between the leadless pacemaker and the docking cap of the delivery catheter. The leadless pacemaker was not implanted device and the helix was distorted by the valve bypass tool during retrieval process. The procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect was not confirmed while the reported event of twisted helix was confirmed. As received, a leadless pacemaker was returned for analysis. Visual inspection noted helix elongation consistent with procedural damages. No other anomalies were identified.

Manufacturer narrative:
The reported event of failure to connect was not confirmed while the reported event of twisted helix was confirmed. As received, a leadless pacemaker was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted helix elongation consistent with procedural damages. No other anomalies were identified.